Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set was not sticking after one day of wear. The patient also reported air bubbles in the reservoir and tubing during therapy. No further information available.